Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was having several atrial tachy response (atr) due to right atrial (ra) channel farfield oversensing. The ra lead was also exhibiting noise. Technical services (ts) was consulted and recommended reprogramming options. This ICD remains in service. No adverse patient effects were reported. Additional information was received and a signal artifact monitor (sam) event was reported. In addition, ra lead noise is suspected to be related to an insulation issue, the ra lead showed a decrease in impedance measurements and amplitude. This ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was having several atrial tachy response (atr) due to right atrial (ra) channel farfield oversensing. The ra lead was also exhibiting noise. Technical services (ts) was consulted and recommended reprogramming options. This ICD remains in service. No adverse patient effects were reported. Additional information was received and a signal artifact monitor (sam) event was reported. In addition, ra lead noise is suspected to be related to an insulation issue, the ra lead showed a decrease in impedance measurements and amplitude. This ICD system remains in service. No adverse patient effects were reported. The device was not returned by the customer, therefore, no product analysis could be performed.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.